Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was hypoglycemia unaware and the cgm was displaying 59 mg/dl while the bg meter was 247 mg/dl. Based on the cgm value, the patient self-treated by drinking relion glucose solution. The bg reading increased to over 300 mg/d, he remained asymptomatic so he went to the emergency room (ER) because he was scared and didn't know how to treat the inaccuracy. At the ER, the unspecified bg was above 300 mg/dl, and he was treated with an insulin injection. His blood glucose stabilized, and he returned home after 1.5 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.